Event description:
Healthcare professional reported that approx 24 mos post implant the pt was admitted for chest pain. Cine revealed the disc to intermittently impinge in the open position. Reoperation revealed pannus formation causing the disc to impinge. The valve was replaced and returned for analysis.